Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
The reported event seroma is un-reported.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade ii/iii.

Event description:
Patient reported left side rupture and there is liquid by the breast which already reached the lymph nodes. Healthcare professional later reported " wavy implant surface, at least two silicone-containing lymph nodes are shown hyperechogenicall". The reported event seroma is un-reported. Patient reported capsular contracture, baker grade ii/iii. The device remains implanted. This record is for the left-side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b.5., b.6., h.6., h.11. Reason for reoperation: silicone migration.

Event description:
Patient reported left side rupture and there is liquid by the breast which already reached the lymph nodes. Healthcare professional later reported " wavy implant surface, at least two silicone-containing lymph nodes are shown hyperechogenicall". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture & seroma.

Event description:
Patient reported, left side rupture. And there is liquid by the breast, which already reached the lymph nodes. The device remains implanted.